Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold on the rv lead was observed. The lead was explanted and replaced. Patient is in good condition.